Manufacturer narrative:
According to the facility on 11/15, the foley was inserted in or prior to the procedure by another nurse, with the reporter, who is a nurse, observing. The foley was correctly inserted on the first attempt and the balloon inflated with no issues. The reporter was the one that inflated the balloon and there was no resistance. The foley was patent and draining clear dark brown urine during procedure. The patient went to pacu after the procedure and the foley was patent at that time. The pacu rn informed the reporter that during recovery, the patient was found to be wet and the foley "fell out of patient". A new foley was placed. The device is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 11/15, the foley was inserted in or prior to the procedure by another nurse, with the reporter, who is a nurse, observing. The foley was correctly inserted on the first attempt and the balloon inflated with no issues. The reporter was the one that inflated the balloon and there was no resistance. The foley was patent and draining clear dark brown urine during procedure. The patient went to pacu after the procedure and the foley was patent at that time. The pacu rn informed the reporter that during recovery, the patient was found to be wet and the foley "fell out of patient".